Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unresponsive issue was verified; however, based on the analysis, the alleged touchscreen shattered issue could not be verified. Additionally, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.